Event description:
It was reported that the device showed an atrial lead warning and automatically adapted the polarity from bipolar to unipolar, in response to eight high impedance (>2000 ohms) paces. At follow-up, the in-office bipolar impedance measurement was normal. The polarity was re-programmed to bipolar with the ability to adapt back to unipolar if needed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.